Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent temperature alarms occurred while charging. Pump was in room temperature. Customer continued to use pump. Blood glucose was 276 mg/dl.